Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, device underweight, red particles on the surface of the shell, and a dark ring. A microscopic analysis was performed which identified a sharp edge with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification and stress marks based on the device analysis. The final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact and non-penetrating nicks.